Event description:
Event description guidant received information that this newly implanted implantable pacemaker (ipm) could not be interrogated after wound closure. The device was explanted, and still had no telemetry.